Event description:
It was reported that the customer had a crack and a big black blob on the screen of the insulin pump. Customer stated that they can't see half the screen. Customer went to bolus for dinner and noticed the damage. Customer stated that he can still give himself a bolus but when he goes to change it, he cannot see. Customer's blood glucose was 8.8 mmol/l. Customer was disconnected from the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with physical damage, cracked and bleeding lcd glass, minor scratched lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.